Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a hematoma. The patient presented in the procedure room for evacuation of the hematoma. Patient was stable post procedure.